Event description:
During service testing, the baxter tech reported an infusion pump with condition of pump head module failed accuracy testing. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The failure was determined to a faulty pump head module assembly, which was replaced and tested by the repair tech. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.